Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient's recovery was unknown. The patient's weight was unknown. The issue was resolved; the doctor filled the patient's pump the next morning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the issue was resolved. No significant increase in spasms was noted. The pump was refilled without a problem. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml, 449.9 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient was seen in the morning in the emergency room. The pump was interrogated and logs revealed low reservoir on (B)(6) 2018, an empty reservoir on (B)(6) 2018. The patient heard an alarm; he was in a group home and no action was taken when the patient told them his pump was alarming. The patient missed the refill. It would be filled (B)(6) 2018. The patient was just starting to have spasms. Vital signs were all good for the patient. Oral baclofen was give to the patient at 20 mg every 6 hours. No further complications were reported.